Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had motor error and e error codes, reservoir was loose inside of the insulin pump due to the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had rejected new batteries, lost settings, random no delivery alarms, numerous scratches on screen force to angle insulin pump to see display, display screen had some rainbowing in the past. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected reset alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected e or a alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.